Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime urgent low glucose alarms and hypoglycemia, with sensor glucose values between 44 and 70 mg/dl, over approximately six weeks while using the ilet and treated the lows with oral glucose in the form of apple juice. Symptoms included hypoglycemia without loss of consciousness or need for third-party assistance. Outcomes included sleep disruption. Investigation included review of available data after syncing via the mobile app and provision of troubleshooting and education. Investigation of this case revealed no confirmed device malfunction based on the information available. It was concluded that the cause of the hypoglycemia was unclear and medical review by a clinician would be required for further evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.